Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. After deploying the closure device and pulling the sheath back, a thrombus was noted near the threaded insert on the face of the closure device. This thrombus was mobile on the closure device, but ultimately attached to the face of the device. The patient was placed back on a heparin drip and stayed overnight in the hospital for observation. The patient was discharged home two days post procedure and resumed an eliquis medication regimen twice a day.